Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the biomed has a arctic sun device that was not heating, biomed set to 28 degrees and would not heat past 21. Per email response received on (B)(6) 2022, per tech support the device had a bad heater. Biomed would order a heater and replace it onsite. No patient information available, no patient injury reported. Per email response received on (B)(6) 2022, biomed was trying to replace the new heater, but having issues with the manual. Technical support confirmed biomed was using the wrong manual and referred him to the correct manual.

Event description:
It was reported that the biomed has a arctic sun device that was not heating, biomed set to 28 degrees and would not heat past 21. Per email response received on 15dec2022, per tech support the device had a bad heater. Biomed would order a heater and replace it onsite. No patient information available, no patient injury reported. Per email response received on 16dec2022, biomed was trying to replace the new heater, but having issues with the manual. Technical support confirmed biomed was using the wrong manual and referred him to the correct manual.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a failed heater. Biomed set to 28 degrees and would not heat past 21. Per additional information received, biomed was trying to replace the new heater, but having issues with the manual. Per additional information received, tech support the device had a bad heater. Biomed would order a heater and replace it onsite. No patient information available, no patient injury reported. Per additional information received, technical support confirmed biomed was using the wrong manual and referred him to the correct manual. It is known that the device did not meet specifications and the device was influenced by the reported failure. The device was not in use on a patient. The DHR review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The labeling review s not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the device was not returned.